Manufacturer narrative:
Updated to correctly document date of surgery as (B)(6) 2010 rather than (B)(6) 2020.

Event description:
The patient underwent surgical intervention on (B)(6) 2020.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2020-00253. The patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced. An additional lead was added to address issue. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient's one lead was autoreducing due to high impedance. The patient may undergo surgical intervention to address their issue.